Manufacturer narrative:
Philips service replaced the pd. Scomp.dcps_24v_12v_5v power supply. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision screen was not showing live x-ray due to power supply failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.